Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) had a low vacuum. There was no patient involvement.

Manufacturer narrative:
Updated fields: h6 (type of investigation, investigation findings and investigation conclusions), h11 corrected fields: g2 additional information: event site postal code: (B)(6). A getinge field service engineer (fse) visited the site, take the balloon and inflate it to test ok . All manifold test- ok. Compressor output test- speed too high- abnormal. Determine that the scroll compressor assembly is faulty and wait for the parts to arrive before replacing them. No additional information is available, complaint needs to investigate once so available. Patient involvement was not there, and no adverse event reported. After doing 3 gfe we haven't received any information. As of now, the investigation is closed, , if any new information is received future related to part replacement will reopen the complaint and update it. Unit not cleared for clinical use.

Event description:
N/a.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.